Event description:
It was reported that during a training/demo of the da vinci system, repeated errors at startup occurred on universal surgical manipulator (usm) 2 that would not clear. The system logs showed recoverable error 22028 and error 23007. The customer confirmed that the the usms had been separated to avoid collisions, but the error persisted. The technical support engineer (tse) recommended performing a hard reboot/emergency power off (epo) on the robot to try and clear the error for their next scheduled training. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The proximal set up joint (suj) was analyzed and in lighthouse, error 22028 was found indicating persistent power on self-test (post) test failures specifically that arm2 has failed post more than a specified number of times. Also found was error 23007 indicating soft envelope error that was out of tolerance during the wiggle test thus confirming the fault occurred in the field. The unit was installed on a golden system where the vertical set up joint (vsuj) was stuck during post thus replicating the event. It had to be broken free after clutching and releasing the vsuj for it to function as expected. The unit was then installed on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant tests. Upon visual inspection, there was extensive residue and burnt smell on the vsuj brake pad. The complaint was confirmed based on failure analysis. The probable root cause of errors 22028 and 23007 is attributed to a "not free to move" issue caused by a component failure of the vertical brake and brake pad on the proximal suj.